Event description:
It was reported the pt had lost some stimulation coverage. The sjm rep met with the pt and determined one half of the lead had contacts with high impedance. Reprogramming was able to provide stimulation for both sides of the pain area, but the stimulation was limited on one side. An x-ray revealed a possible fracture on one tail of the lead. F/u identified the pt was hospitalized due to his pain. The physician planned to move forward with surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.